Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary incontinence and mesh erosion with some calcification over the mesh. A vaginal mesh excision, cystoscopy and an injection of bulking agent were performed.